Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, supplemental report will be submitted. There was no indication death was device related; cause of death requested, not been received. Not known if device was explanted post-mortem. Records indicate patient expired more than one year ago. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed varying impedance from 600 to 1552 ohms and noise. The lifetime venticular sensing integrity counter is 1891. A high value of this count can indicate a possible intermittency in the system.